Event description:
It was reported while unloading the cot from the ambulance, the cot did not latch and dropped. Allegedly, an operator sustained a back strain. No adverse consequence to pt.

Manufacturer narrative:
Height adjustment rack.